Event description:
A purchasing agent reported that after an intraocular lens (iol) implant procedure, the patient had an unexpected postoperative refractive outcome. The lens was exchanged for another iol. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).